Event description:
It was reported that the patient received inappropriate shocks. Also noted was that the lead had "broken" and there was high impedance. The lead was capped and replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were forty seven ventricular non-sustained tachycardia (nst) episodes less than or equal to 210 ms on (B)(4) 2012 in the timeframe between 19:49:47 and 21:54:08. Three ventricular fibrillation (vf) less than or equal to 190 ms average ventricular cycle were noted on (B)(4) 2012 in the timeframe between 18:40:22 and 19:49:54. Ventricular short interval count (sic) was equal to 5198.7 counts average per day, in 2.51 days, between (B)(4) 2012 21:59:47 and (B)(4) 2012 10:20:36.